Event description:
It was reported that the pta balloon would not inflate beyond 6atm and then would not deflate. After additional manipulation, the balloon eventually deflated enough to be removed through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.